Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
It was reported that biomed reports system is intermittently locking up during exam. Additional information was requested but not received. The exam type is unknown and it is unknown whether the exam was completed on the same system.

Manufacturer narrative:
After evaluation of the complaint it was determined that the cse replaced the cem, which resolved the reported issue. The cem that was replced has not been returned for investigation, therefore, further troubleshooting is not possible. Siemens continues to track and evaluate this issue if other occurrences are reported with further information. Reference complaint # (B)(4).